Event description:
It was reported that the patient presented for remote follow up via merlin.net after a vibratory alert was delivered. A review of the transmission found high capture threshold and high pacing impedance exhibited by the right ventricular (rv) lead. Subsequent in-clinic check found that all other lead parameters were within normal limits, and it was decided to monitor without intervention. The patient is stable and discharged home.